Event description:
Healthcare professional reported a xen®45 gts event described as "flow was not consistent in the post op period in right eye, patient¿s iop remained too high." Treatment: placement of second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2301. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event of gel stent blockage and high intraocular pressure are known potential adverse events addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, e1, h6

Event description:
Healthcare professional reported a xen®45 gts implanted in right eye. Postoperatively, flow was not consistent and iop remained high. Nine months later, a second xen®45 gts was implanted. Initial device remains implanted. Events resolved.